Manufacturer narrative:
Additional information was received and reports that the intraocular lens was explanted and replaced with a model z9002 lens from the patient's right eye. Post op, the patient had a little bit of hazy vision, with a -1 visual acuity and is improving. Patient has some increased iop (intraocular pressure) and has been on timolol since post op. Irritation noted also and patient was given ketovolac drops. Patient has no significant medical conditions. The following have been updated accordingly. Gender/sex: male. Catalog #: zxr00u0230. Expiration date: 11/27/2022. UDI #: (B)(4). If implanted; give date: (B)(6) 2018. If explanted; give date: (B)(6) 2019. Device manufacture date: 11/27/2017. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial #: unknown, not provided. Catalog #: a complete catalog number is unknown as the serial number was not provided. Unknown, as serial number was not provided. UDI #: UDI # is unknown as the serial number was not provided. If implanted; give date: unknown, not provided. If explanted; give date: unknown, not provided. Device manufacture date: unknown, as serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the symfony, intraocular lens (iol) was explanted due to the patient having severe nighttime issues and a monofocal was implanted. During the exchange there was a nick in the capsular bag; however, no vitrectomy was required. No further information was provided.